Manufacturer narrative:
A product quality issue was not identified. Although a root cause cannot be identified, possible causal factors may be sample processing related and differences in testing methods used. For patient 1's discrepant liat results, there is a delay between testing on the liat instruments of over 12 hours when the sample should be stored refrigerated, according to the assay method sheet. As it is unknown how the sample was stored, this delay could be a factor in the result discrepancy between instruments. Both samples retested as negative with the genexpert instrument. The gene targets and the limit of detection (lod) differs significantly between the liat scfa assay and the cepheid® genexpert which could further explain the sample discrepancies.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a two patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The samples for each of the two patients initially generated a positive result for sars-cov-2 (negative for influenza a & b) when tested on cobas liat. Patient 1's sample was retested on a separate cobas liat analyzer and generated a negative result for all three targets. The same samples for patient 1 and 2 were also retested on a competitor platform (genexpert) which yielded a negative result for sars-cov-2. No information was provided as to what results were reported. No harm alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.